Event description:
Information was received indicating that a smiths cadd cadd extension set leaked at the connection site. It was also reported that the patient was pulling on the tubing. There was no reported injury to the patient.